Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shock channels which caused inhibition of pacing in a pacer dependant patient. This occurred three times in the last month. There have been no other episodes prior to this. All lead measurements are normal.